Manufacturer narrative:
(B)(4). The sample was received and returned to the manufacturing site for evaluation. The manufacturing site reports a visual exam was performed and it was observed that the blade welding joints were broken. It was found that this product overlapped on stopper installed at spot welding machine during spot welding joining operation. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the complaint is confirmed. The blade was broken into two parts from the welded joints. The root cause is listed as manufacturing related. A CAPA has been opened to address this issue.

Event description:
Customer reported the blade snapped and broke into 2 pieces duirng use on a patient. No patient harm reported. Patient's condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the blade snapped and broke into 2 pieces during use on a patient. No patient harm reported. Patient's condition reported as "fine".